Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka) for two days in november. Symptoms reported include severe nausea. Patient changed pod around dinnertime on sunday night and was fine then woke up in the morning and felt horrible. The patient tried boluses but it was not helping, patient was so sick and frightened because ketones were large so the daughter took the patient to the hospital. Patient¿s blood glucose (bg) levels was reading high and when arrived at the hospital it was over 600 mg/dl. The patient was treated with an intravenous drip with insulin and nausea intravenous. The pod was removed and thrown away at the hospital so device is not available for return. The pod was worn between 4 and 24 hours on the infusion site (abdomen).